Event description:
It was reported that after the iab was inserted, the pump began experiencing helium loss alarms. Troubleshooting identified a leak at the iab/helium tubing interface. The iab was removed and replaced without any complications.